Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2021, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this 73-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced a hernia and was hospitalized. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2021 for an umbilical hernia repair. The initial date of diagnosis and cause of the patient¿s hernia was unknown; however, it was affirmed the patient¿s umbilical hernia preexisted their start on continuous cyclic pd (ccpd) therapy. The patient was scheduled to begin ccpd on the liberty select cycler prior to this hospitalization but ccpd was put on hold due to the hernia repair. Additionally, it was affirmed ccpd therapy has not exacerbated the patient¿s hernia as there was no temporal relationship between ccpd therapy and the patient¿s hernia. The patient was able to undergo hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) for the duration of this admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s umbilical hernia, the associated hernia repair procedure and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues with home hd for renal replacement therapy post-discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship does not exist between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the adverse event of the patient¿s hernia, as the patient¿s hernia preexisted the start of ccpd therapy. It is well established for those patients undergoing peritoneal dialysis (pd) therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s umbilical hernia remains unknown; however, it can be determined this event was not due to the use of any fresenius device(s) as a temporal relationship does not exist. Additionally, it is well known most hernias occur prior to the start of pd therapy. Therefore, the liberty select cycler can be excluded as a source of this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2021, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this (B)(6)-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced a hernia and was hospitalized. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2021 for an umbilical hernia repair. The initial date of diagnosis and cause of the patient¿s hernia was unknown; however, it was affirmed the patient¿s umbilical hernia preexisted their start on continuous cyclic pd (ccpd) therapy. The patient was scheduled to begin ccpd on the liberty select cycler prior to this hospitalization but ccpd was put on hold due to the hernia repair. Additionally, it was affirmed ccpd therapy has not exacerbated the patient¿s hernia as there was no temporal relationship between ccpd therapy and the patient¿s hernia. The patient was able to undergo hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) for the duration of this admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s umbilical hernia, the associated hernia repair procedure and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues with home hd for renal replacement therapy post-discharge.